Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass: according to the reporter: no problem to complete the first firing. In the middle of the second firing, the firing knob could be pressed no more. Then sulu was replaced for the third one. However, during the third firing, the same problem occurred again. The failure staple line was additionally operated for the recovery by use of competitive device. This resulted in unanticipated tissue resection. Operating time not extended. It is unknown whether reinforcement material was used.